Event description:
Info rec'd indicates the knee section is running down unintentionally.

Manufacturer narrative:
The technician replaced the left head siderail and lubricated the drive screws to repair the bed.